Manufacturer narrative:
During evaluation, the following were found: air/water (aw) -cylinder with foreign material, it was not possible to identify when the foreign material has got stuck in the air/water (aw). There was a possibility that the subject device was used on patients with the foreign material clogged. Air/water (aw) had discoloration, suction cylinder had no color, due to damage on knob wire, forceps raising angle does not meet the standard value, due to wear of angle wire, bending angle in right direction does not meet the standard value, adhesive around objective lens had a chip, adhesive around light guide lens had a scratch, connecting tube had a wrinkle and universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera duodenovideoscope rope pull of the albaran lever was torn. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: air/water-cylinder with foreign material there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. Furthermore, no physical damage was confirmed at the material residue point. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in evis exera tjf type 160vr operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera tjf type 160vr reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures olympus will continue to monitor field performance for this device.